Event description:
It was later reported the 8 motor stalls with recoveries occurred, the last occurring on (B)(6) 2013. The patient experienced nausea, diarrhea and ¿overall distress¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8709, lot# l55560, implanted: (B)(6) 1999, product type catheter. (B)(4).

Event description:
It was later reported that the pump was replaced due to motor stall that had not recovered since (B)(6) 2013; cause unknown. It was added that patient had experienced narcotic withdrawal especially increased pain and vomiting. An x-ray indicated the catheter tip at t-10; the catheter was not explanted. Patient outcome was noted as non-serious illness injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a motor stall occurred; a false motor stall/telemetry state. The patient's pump reportedly had spontaneous motor stalls not due to emi and seemed to be occurring randomly. It was reported the patient had reported being 'symptomatic of under dosing' and experienced increased pain. The motor stalls were (B)(6) 2013. Actions that were required as a result of the event were 'intervention required medical;' the patient was managed with oral analgesics and the pump remained at its current rate. It was noted the patient status at the time of this report was 'alive with no injury/no adverse event.' The device system was used to deliver dilaudid.